Event description:
According to the medwatch report, "pt experienced possible ischemic event causing ventricular tachycardia. During process of cardioversion the defibrillator did not fire. Staff saw r waves which may have been due to interference. Tried to shock with defibrillator in sync." The reporter stated a backup defibrillator was immediately called for and used. The reporter stated that no long term adverse effects to the pt occurred as a result of the alleged malfunction.